Event description:
It was reported by the patient representative that the patient had a heart attack and died, and that neither the representative, nor the physician received a call or anything from the monitor alerting them that the patient had passed away. The patient representative also stated that they "don't think this device is working", however, three days after the patient passed, the funeral home noted that the implantable cardioverter defibrillator (ICD) was producing a patient alert tone. Follow-up with the clinic indicated that they had received a transmission less than two weeks prior to the patient's death and there were no known issues with the patient's device. No additional information could be obtained.

Manufacturer narrative:
Concomitant medical products: 7120q st jude lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.